Event description:
The site reported the following: a patient with an admitting diagnosis angina was undergoing a cardiac catheterization when approximately 2-3 mls of air was visualized on the angiogram. The patient experienced bradycardia, apnea, and then became unresponsive. The patient required medical intervention including a code according to (B)(6) protocol, intubation, and transportation via helicopter to another medical center. The site reported the patient's current condition as back to baseline with no side effects.

Manufacturer narrative:
A system service check of the injector, performed on (B)(4) 2012, confirmed the injector was operating within medrad specifications. The multi-patient disposable set (mpat) and single-patient disposable set (spat) that were reportedly in use during the event were discarded by the site; however the site did report the lot number of the spat in use. A retain sample of the spat was obtained by product analysis for functional testing which confirmed that the product performed to specification. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. Additional applications training has been offered, accepted by the site, and will be scheduled at a future date.